Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between april 1997 and june 2020,  a retrospective study analyzed outcomes of patients who underwent laparoscopic distal pancreatectomy by four surgeons. During the procedure, the device was used to divide the splenic vessels and to transect the pancreas. There were 640 patients in the study and four patients died within ninety days. Cause of death was not specified.